Event description:
As reported by the (B)(4) registry, the patient had a stroke (ischemic) 4 days post index procedure. The stroke mechanism is in-stent thrombosis due to non-compliance with plavix after discharge from hospital; (B)(4) studies show stent is now occluded. At the time of the index procedure angiography revealed 88% stenosis of the right internal carotid artery extending from its origin to the level of the c1-c2 junction. The decision was made to place two (overlapping) stents to treat this extensive narrowing. The lesion was described as moderately calcified. The patient's pre-procedure (B)(6) stroke scale score was 0. The patient was asymptomatic. An angioguard was deployed beyond the lesion and two precise pro rx stents were implanted and overlapped the target lesion by one cm with 0% residual stenosis. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted. The patient was discharged the two days after the index procedure with an (B)(6) stroke scale score of 0 and no neurologic deficits or cardiac events. At this time the patient's family was instructed on the importance of continuing plavix and aspirin to maintain stent patency. Approximately four days post index procedure, the patient experienced had vomiting and diarrhea. The patient seemed weak and unable to speak clearly. Upon questioning, the patient had not taken plavix the day before. When taken to the hospital, the patient had left sided hemiparesis and dysarthria. The initial treating hospital directed the family to take the patient to the nearest hospital (which is in a different state) and instructed the hospital physician to reload plavix. The patient is continuing to improve and remains hospitalized there. The initial treating hospital is following closely through multiple phone calls and will update any new developments. The patient was diagnosed with a stroke. The onset was sudden. The event was reported to be unrelated to the cordis product.

Manufacturer narrative:
As reported by the (B)(4) registry, the patient had an ischemic stroke 4 days post index procedure. The stroke mechanism is in-stent thrombosis due to non-compliance with plavix after discharge from hospital; (B)(4) studies show stent is now occluded. At the time of the index procedure angiography revealed 88% stenosis of the right internal carotid artery extending from its origin to the level of the c1-c2 junction. The decision was made to place two (overlapping) stents to treat this extensive narrowing. The lesion was described as moderately calcified. The patient's pre-procedure (B)(6) stroke scale score was 0. The patient was asymptomatic. An angioguard was deployed beyond the lesion and two precise pro rx stents were implanted and overlapped the target lesion by one cm with 0% residual stenosis. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted. The patient was discharged two days after the index procedure with an (B)(6) stroke scale score of 0 and no neurologic deficits or cardiac events. At this time the patient's family was instructed on the importance of continuing plavix and aspirin to maintain stent patency. Approximately four days post index procedure, the patient experienced vomiting and diarrhea and seemed weak and unable to speak clearly. Upon questioning, the patient had not taken plavix the day before. When taken to the hospital, the patient had left sided hemiparesis and dysarthria. The initial treating hospital directed the family to take the patient to the nearest hospital (which is in a different state) and instructed the hospital physician to reload plavix. The patient is continuing to improve and remains hospitalized there. The initial treating hospital is following closely through multiple phone calls and will update any new developments. The patient was diagnosed with a stroke. The onset was sudden. The event was reported to be unrelated to the cordis product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15066742 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. There is no evidence that manufacturing issues contributed to the event. Action taken: no corrective or preventive action will be taken, given that; the reported failure does not appear to be related to the manufacturing process. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas potentially leading to adverse events such as stroke, as in this case. By not adhering to the prescribed medical regimen the patient put himself at high risk for thrombus formation. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 9616099-2010-00390 and 9616099-2010-00391.